Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interogation of the newly implanted pulse generator, the device was found to be in back-up vvi operation since (B)(6) 2015. A firmware download restored the device to normal function. There were no adverse consequences to the patient.